Manufacturer narrative:
The explanted device was not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that the patient was having difficulty charging the ipg. It was also reported that the ipg was close to the surface of the skin. The patient underwent a revision procedure wherein the ipg was replaced per physician's preference and relocated. No device malfunction was suspected. The patient was doing well postoperatively.